Manufacturer narrative:
Claim# (B)(4).

Event description:
An article titled "delayed rotation of a toric phakic intraocular lens following aggressive eye rubbing" about a patient with sudden onset of diminution of vision in his left eye following aggressive eye rubbing. Ticl realignment was done surgically and his vision was stable. Cause of event was not reported.